Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a device replacement prior to wound closure there were issues with a stuck set screw, and the right ventricular (rv) lead was stuck in the header. The device header had to be cut in order to free the rv lead. The device was replaced for normal battery depletion, and the rv lead remains in-service. The patient had temporary pacing during procedure. It was reported that there were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, high powered microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing. The silicone to silicone bond that occurred over the long 11.5 year implant time was likely the cause for the lead being stuck in the header.

Event description:
.